Event description:
During svc by a zoll tech svc rep, the device inappropriately switched between pace mode and a-sync pace mode. Also, when powered on the device would enter configuration mode. There was no pt involvement in the reported failure.